Event description:
It was reported that the patient presented for a scheduled device change. Prior to the procedure, externalized conductor was observed under chest x-ray. No intervention was performed. The patient was in stable condition.